Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump quit pumping. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin was squirting and dripping insulin from the cannula. Customer stated that the rewind of insulin pump was slower. Customer could not scroll through history to provide the error code. The insulin pump will not be returned for analysis.